Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating withing specification for rate accuracy and was operating as intended. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The facility reported an event date of october 8, 2025, time of the event was not reported. A review of the pump module and pcu error logs showed no errors related with the reported incident. On october 08, 2025, at 1:12 pm, the first infusion of the reported day was programmed with the suspect device with a rate of 100ml/h and vtbi (volume to be infused) of 25ml. The profile in use was identified as pediatric/adult. At 1:32 pm the infusion was completed with a pvi of 25.008ml, then, a new infusion with the same drug was programmed with a recorded rate of 300ml/h and a vtbi of 250ml. At 2:22 pm the infusion was completed with a pvi of 275.17ml, then, the pump module was powered off. From 2:26 pm to 2:27 pm, suspect pump module channel was selected, then, an infusion was programmed with a rate of 300ml/h and a vtbi of 250ml. At 3:00 pm the pump alarmed air in line alarm with a pvi of 439.221ml, then, the pump module was powered off. No further infusions with the suspect device were performed the day of the reported event. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customers event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of an under infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of an unspecified chemotherapy medication. The 250ml of medication was intended to infuse of one (1) hour, however the medication was infused over one (1) hour and forty (40) minutes. The clinician reported the pump module displayed 400ml had infused. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of an unspecified chemotherapy medication. The 250ml of medication was intended to infuse of one (1) hour, however the medication was infused over one (1) hour and forty (40) minutes. The clinician reported the pump module displayed 400ml had infused. There was patient involvement, but no harm.